Event description:
It is reported that the pt's hip was revised due to a broken liner.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays have been returned for review, therefore the component fit and orientation according to the surgical technique cannot be assessed. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. With the information provided, a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.